Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that lens opaqueness developed between days 13 and 21 after surgery. The time to onset specified is typically too soon for the onset of pco as seen in our historical data and as is reported in published literature. While it is unlikely, if the opaqueness visible on the lens is attributable to early onset pco this is most likely an artefact of incomplete cortical clean up and/or residual ovd in the eye. Certain medical and/or ocular conditions, such as diabetes or glaucoma may pre-dispose patients to earlier onset of complications such as pco, fibrin deposition, protein growth or capsular block. Our rate of opacification in all our rayone hydrophilic acrylic capsular bag fixated iols for the period january 2016-august 2021 is 24 ppm (parts per million). The rate of confirmed opacification (via analysis) is 7 ppm. Rayner has requested additional information from the distributor to facilitate further investigation of the event. Our review of production records for the rayone emv rao200e batch 031167551 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from these batches were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone emv rao200e (march 2021) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone emv rao200e batch 031167551.

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from its colombian distributor of an event that occurred following implantation of a rayone emv rao200e iol. The event description provided states that lens opaqueness developed between days 13 and 21 post-operatively.